Event description:
It was reported that the caregiver stated the ilet device was dropped while on vacation and subsequently did not power on or function, and a replacement device was shipped with the original device pending return. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no reported impact on health or activities of daily living. Investigation included a review of the reported event and collection of device return for evaluation. Investigation of this case revealed a suspected hardware malfunction consistent with physical damage to the device housing or display following accidental drop. It was concluded that the device malfunction was due to physical damage from user handling, and device replacement addressed the issue.